Event description:
The customer noted that the alarm is broken and the indicators are not working. There was no patient incident or injury reported. Evaluation for the returned product shows that the unit powered on. When tested the low battery indicator did not work.

Event description:
On (B)(6) 2010, the lay user/ patient contacted lifescan (lfs) alleging an issue with her onetouch ultrasoft lancing device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2010. The customer care advocate (cca) was advised the patient manages her diabetes with oral medication (type/ amount not specified). It is not known what action the patient took at the time of the alleged issue. On the morning of (B)(6) 2010, the patient claimed she felt symptoms of lightheaded, nervous and shaky. At that same instance, the patient stated she took more food and/ or drank a beverage. At the time of troubleshooting, the cca noted there was no misuse of the lancing device. A replacement lancing device was sent to the patient. It is not known if the patient continued to test her blood glucose or if she made any changes in her diabetes regimen; however, this complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
The lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. The casing was found to be cracked/open. Therefore, the complaint is confirmed. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(6) 2010: the lay user/patient's lancing device has been returned and evaluated by lifescan product analysis with the following findings: the lancing device involved in this case failed testing. The casing was found to have broken off/missing piece. Therefore, the complaint is confirmed. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.